Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Event description:
The customer reported via phone call that the transmitter did not blink green when the sensor was connected. It was found the electrode was missing from the sensor upon removal from the customer's body. It was also found a little piece of sensor was attached in the customer's belly. The customer's blood glucose was 5.3 mmol/l. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.